Event description:
It was reported that patient underwent a procedure utilizing a suture passer on (B)(6) 2012. During the procedure, the surgeon experienced difficulties getting suture to pass through the bipass suture passer. The procedure was completed, but only after a delay of an hour had occurred.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.